Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, while firing the last two bands from the ligation kit, the bands jumped. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event.

Manufacturer narrative:
Device code a150103 is being used to capture the reportable event of band prematurely deployed. A2. Exact age at the time of event was not provided but patient was over 18 years old.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, while firing the last two bands from the ligation kit, the bands jumped. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event.

Manufacturer narrative:
A2. Exact age at the time of event was not provided but patient was over 18 years old. Block h6: device code a150103 is being used to capture the reportable event of band prematurely deployed. Block h11: investigation result. The returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing teeth were damaged. The trip wire was secured into the handle slot and the trip wire slack was taken up. No other problems with the device were noted. The reported event of bands prematurely deployed was not confirmed. The marks on the ligator housing teeth suggest that excessive force may have been used, possibly during insertion of the device. This could have damaged the teeth, affecting the handle's functionality during band deployment. Based on the event description and information provided by the customer, there is not enough evidence to determine whether the reported problems were due to the physician's manipulation during the device preparation or were related to a device malfunction. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Manufacturer narrative:
A2. Exact age at the time of event was not provided but patient was over 18 years old. Block h2: correction: correction to blocks d2a common device name and d2b pro code block h6 device code a150103 is being used to capture the reportable event of band prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2025. During the procedure, while firing the last two bands from the ligation kit, the bands jumped. The procedure was completed with another speedband superview super 7. There were no patient complications as a result of this event.